Manufacturer narrative:
(B)(4).

Event description:
It was reported that no sensing, no capture, and an impedance issue were observed. The lead was explanted and replaced due to dislodgement. The patient was stable pre and post procedure.